Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1902153 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, three picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, the cannula component was observed rusted. Although a definite cause could not be identified for the rusted cannula, it is possible that this incident resulted from improper storage of the syringes. This defect can occur if the syringes are stored too close to detergents and cleaning products containing sodium hypochlorite or other similar chemicals. At this time further action has not been determined necessary.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china were rusted. The following information was provided by the initial reporter: "on (B)(6) 2020, when the teacher chen from micu opened a box of 10ml syringes for use, he found that a large number of syringes were rust in the box.the customer was dissatisfied and asked us to compensate for a 10ml box of syringes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd (B)(4) were rusted. The following information was provided by the initial reporter: "on (B)(6) 2020, when the teacher (B)(6) from micu opened a box of 10ml syringes for use, he found that a large number of syringes were rust in the box. The customer was dissatisfied and asked us to compensate for a 10ml box of syringes."